Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the returned device to be pre-fired and engaged in interlock. Functional testing required the interlock to be overridden and the reload was applied to test media. The reload interlock was tested and found to function properly. It was reported that the device did not fire. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: failure to completely fire the reload will result in an incomplete cut and/or incomplete staple formation, which may result in poor hemostasis and/or leakage. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during thoracoscopic partial lung resection, from the start of the first firing of lung parenchymal resection, the device did not fire. Another reload was unpacked and reconnected to the handle and after applying a certain amount of pressure on the tissue, it was able to fire normally. There was no patient injury.